Event description:
It was reported the patient presented for implant procedure. During the procedure, it was discovered the lead became dislodged. The physician attempted to reposition the lead and discovered the helix had become damaged. The physician elected to complete the procedure with a new lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement and helix damage. The reported event of helix damage was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix was also found stretched consistent with procedural damage, contributing to the helix damage reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts.